Manufacturer narrative:
The pump gave an alarm during the basic occlusion test due to a loose/protruded drive support disk. The pump was received with a partially broken reservoir tube lip, a missing reservoir tube o-ring, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, a scratched reservoir tube window, a cracked belt clip slot, and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm prime rewind. Customer's blood glucose was 220 mg/dl. Customer stated insulin is squirting out during manual prime process. The customer is calling for technical troubleshooting. The customer reports insulin squirting out during prime process. The customer stated they were wearing pump during priming process. The customer stated they are receiving a compromised force sensor alarm during false prime process. The customer stated that the drive support cap is sticking out. The customer was advised the force sensor did not detect the reservoir. The customer advised this problem will only occurred during the prime rewind process. The customer was advised to discontinue use of the device and revert to a backup plan. The customer will receive a replacement pump.